Event description:
It was reported that the user forgot to scan and pair a new freestyle libre 3 plus sensor and sought assistance starting it on the ilet; the agent guided pairing and initiation, and the sensor entered warm-up with dosing continuing and blood glucose levels unaffected. No adverse clinical symptoms reported. Outcomes included successful sensor warm-up initiation and continued therapy without interruption. User support included remote troubleshooting and user education on correct sensor pairing and app workflow. Investigation of this case revealed user error related to incorrect or incomplete sensor pairing, resolved through guided setup without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete pairing rather than a device or component failure.

Manufacturer narrative:
Initial.